Event description:
Analysis was completed on a generator that was replaced due to low battery. The low battery condition was verified as product analysis confirmed the elective replacement indicator (eri) flag was set. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the device was operating at low battery voltage (partially depleted). The partially depleted battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The generator did not meet the specifications for both backup capacitor-to-can measurements due to the positive backup capacitor's open condition, causing an additional measurement to be out of specification. It is suspected that the positive backup capacitor was not electrically attached to the feedthru wire, causing the open condition. It is suspected that the positive backup capacitor was not electrically attached to the feedthru wire, causing the open condition. No anomalies were observed with the internal circuitry of the generator. With the exception of the noted conditions, there was no adverse finding that would inhibit this product from performing as intended. No additional relevant information has been received to date.